Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt had been admitted to a local ER and was replaced on inotropes and the system controller was alarming with a red heart alarm. The pt was then admitted to the clinic and the system controller was changed and the pump was working intermittently.